Manufacturer narrative:
No pt info available from the site. Comment made in a report that this incident happened "some time in (B)(6) 2010". The device MFR date was unk as no lot number was provided. The device was disposable device and was not returned for eval.

Event description:
A medtronic rep reported that, in a case in (B)(6) 2010, the screw could not be removed from the pt's skull with the screwdriver. The surgeon had to drill the screw out, which made a second burr hole. They had to use two burr hole covers, or a larger one, to close the holes. Pt info, exact date of surgery and lot/part number of trajectory guide kit are unk.